Manufacturer narrative:
Device explanted on (B)(6) 2012, addressed in complaint (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with an unknown orthopedic implant and unknown screws for a right femur fracture on (B)(6) 2012. On unknown date patient developed an infection and was returned to surgery on (B)(6) 2012 where implant site wound was cleaned. In (B)(6) 2012 patient reported the stitches at the implant site had opened. X-rays taken on unknown date in (B)(6) 2012 also revealed a non-union. X-rays taken on (B)(6) 2012 revealed a broken implant. Patient was returned to surgery on (B)(6) 2012 for a revision with bone graft. On (B)(6) 2012 surgery for infection is addressed in (B)(4). On (B)(6) 2012 revision surgery is addressed in (B)(4). This complaint addresses the discovery of the non-union. All three (3) complaints are linked. This report is for unknown screw, part and lot unknown, quantity unknown. This is report 2 of 2 for (B)(4).